Manufacturer narrative:
The cause of the tachycardia was unable to be determined due to insufficient clinical details. The device passed all the post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella cp experienced multiple episodes of ventricular tachycardia. The patient was treated with defibrillation and increased vasopressors. Later, the family chose to withdraw care and patient expired. Additional information was received that the pump was not retained to return for evaluation.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.